Event description:
Patient with right breast cancer undergoing rf [radiofrequency] tag localized partial mastectomy and sentinel node biopsy. Rf tag placed prior to surgery and tag signal confirmed prior to incision. During procedure tag could not be localized using detector unit. Signal was detected without tag number. Intermittently the tag signal with tag number was identified. We ultimately visualized the tag, and the probe did not identify a signal while directly on the tag. This resulted in the creation of a larger lumpectomy specimen including an additional superior margin. Pathology is pending. The tag continues to be an unreliable technology for use for localization of nonpalpable lesions of the breast. Manufacturer response for localizer, (brand not provided) (per site reporter).